Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of air ingress was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal, consistent with a design-related issue, and on the top of the seal, for which the cause remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the pfa procedure, the non-abbott catheter (farawave by boston scientific) was inserted into the sheath and while aspirating the sheath air ingress was noted. The sheath was replaced and the procedure was completed with no adverse patient consequences.